Manufacturer narrative:
H11: additional manufacturer narrative: the implant date is known only as "(B)(6) 2016". Therefore, (B)(6) 2016 is being used to calculate the minimum implant duration. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from united kingdom that a 77-y-o patient with a magna ease valve model of unknown size, implanted in aortic position, underwent a valve-in-valve intervention after an implant duration of at least 8 years and 9 months due to stenosis (mean and peak gradients of 40 and 70mmhg, respectively; valve area/index 0.5-1.0 cm2). The patient presented with dyspnea and fatigue prior to the intervention. A 23mm transcatheter valve was implanted within the edwards surgical valve. The patient was noted to be in stable condition.

Manufacturer narrative:
Information added/updated to section h6 (clinical code, investigation findings, and investigations conclusions). Additional h6 (type of investigation) code: labelling review h11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including an implant over 7 years and hypertension.